Manufacturer narrative:
The insulin pump was received with a insulin pump error alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to insulin pump error alarms. The insulin pump received with missing display window cover and missing serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the clip rail was broken. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.